Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the plastic clamp is cracking when being tightened. The plastic clamp allows the wheel locks to lock into place if this part is cracked it could stop the wheel locks from working.